Event description:
Right atrial (ra) lead undersensing during at/af (atrial tachyarrhythmia / atrial fibrillation) events on stored electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).